Event description:
It was reported that the pump pile compartment was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, damaged battery compartment, and scratched lens. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The device also exhibited 46876 during occlusion testing indicating a defective pwa. The root cause was determined to be the damaged battery compartment. The pwa, battery compartment, dso seal, and lens were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.